Event description:
The customer stated they had been receiving questionable results for ion selective electrode (ise) sodium on their cobas c501 (serial number (B)(4)) since (B)(6) 2011. On (B)(6) 2011, the customer experienced quality control failure for sodium. At that time, the customer repeated samples tested since the last acceptable quality control. There were 118 samples that had to be repeated. The following four results were found to be discrepant and needed amended reports. Repeat testing was performed on the customer's c311 and omni analyzer. All results are in meq/l. The first patient's initial sodium result was 147. The repeat result was 141. The second patient's initial sodium result was 155. The repeat result was 137. The third patient's initial sodium result was 147. The repeat result was 138. The fourth patient's initial sodium result was 148. The repeat result was 141. There were no adverse affects to the patients as a result of this event. The field service representative determined that the cell rinse volume was adjusted too high. He adjusted the cell rinse volume and the gear pump pressure. He replaced both teflon rinse nozzle tips. He flushed and checked the sodium hydroxide wash tubing. He performed ise checks and ran calibration and quality control with passing results. The customer then performed ise quality control with passing results.